Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h10 complaint conclusion: as reported, during a second inflation of a 5 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter, an attempt to inflate the device to 16 atmospheres (atm) was made with a non-cordis indeflator but the pressure did not rise to 16 atm, and it was determined that the balloon had ruptured. A new 5 x 4 slalom thrill pta balloon catheter was used as a replacement and was able to be inflated to 16 atm to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat a shunt lesion in the left arm. The first slalom thrill pta balloon catheter was successfully inflated to 10 atm and removed prior to reinserting the device and attempting to inflate to 16 atm. Additional information was requested but was not provided. The product was returned for analysis. One non-sterile ¿slalom thrill 5x4 40cm 3.7f¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the balloon presents a torn condition. A guidewire is inserted inside the device. No other outstanding details were noticed. Functional testing was performed, an inflator/deflator device was attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation was not possible due to the torn condition. Sem results showed that the slalom thrill 5x4 40cm 3.7f balloon external surface presented evidence of secondary scratch marks near the burst borders. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface probably led to the damaged condition found on the received device. It appears that the external surface near the burst border area was affected with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82276888 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. However, the exact cause cannot be determined. The balloon was noted to have a rupture with scratch marks adjacent to the ruptured area. It appears the balloon material was damaged due to calcified spicules located on the lesion or by an external mechanical force. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case; however, lesion/vessel characteristics were not provided. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276888 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a second inflation of a 5 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter, an attempt to inflate the device to 16 atmospheres (atm) was made with a non-cordis indeflator but the pressure did not rise to 16 atm, and it was determined that the balloon had ruptured. A new 5 x 4 slalom thrill pta balloon catheter was used as a replacement and was able to be inflated to 16 atm to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat a shunt lesion in the left arm. The first slalom thrill pta balloon catheter was successfully inflated to 10 atm and removed prior to reinserting the device and attempting to inflate to 16 atm. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a second inflation of a 5 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter, an attempt to inflate the device to 16 atmospheres (atm) was made with a non-cordis indeflator but the pressure did not rise to 16 atm, and it was determined that the balloon had ruptured. A new 5 x 4 slalom thrill pta balloon catheter was used as a replacement and was able to be inflated to 16 atm to complete the procedure. There were no reported injuries to the patient. This was during an interventional procedure to treat a shunt lesion in the left arm. The first slalom thrill pta balloon catheter was successfully inflated to 10 atm and removed prior to reinserting the device and attempting to inflate to 16 atm. Additional information was requested but was not provided. The device has now been returned.